Event description:
Additional information received reported that therapy was suspended on (B)(6) 2012. The patient was on oral baclofen. The patient was treated with intravenous ancef. No new symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an "infected pump pocket" with fever and fluid collection. The event was reported as a life-threatening situation and required hospitalization. The pump was explanted. The event was reported to be ongoing.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted. (B)(4).